Event description:
It was reported that the patient had a neurostimulator for urinary control. The unit was not working. It turns on but doesn¿t synchronize. The patient device doesn¿t work. It was later reported that a por (power on reset) code. There were no symptoms reported. Patient indicated she last communicated with implant 6 months ago. Patient indicated she uses a patch called oxytrol that works. Patient wasn't feeling stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va022q8, implanted: (B)(6) 2013, product type lead. (B)(4).